Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2005; dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance and noise. The pace/sense portion of the rv lead was capped and the coil remains in use. No patient complications have been reported as a result of this event.